Event description:
The pt had reportedly experienced intermittencies followed by loss of lock between the external equipment and the cochlear implant. The pt was seen at the ctr for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing confirmed that the device was not functioning. Surgery has been scheduled to explant the pt's device.